Event description:
Evaluation summary: the shaft was bunched distal to the strain relief.

Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a lesion in the right common iliac. The lesion exhibited 90% stenosis. The physician was using a contralateral approach to treat the lesion. The device was unable to go over the arch and the stent was comprised as device was been removed through the sheath. The device and stent were removed and another assurant cobalt was used to treat the lesion successfully. The patient is fine post procedure and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection prior to use. Evaluation summary: the stent was positioned between the marker bands as per specifications. Multiple struts were misaligned with the 1st and 2nd proximal segments raised and deformed.

Manufacturer narrative:
(B)(4). Results: root cause undetermined.

Manufacturer narrative:
Evaluation results - related to another device/drug (damage on the stent most likely related to the introducer sheath). Conclusion results - another device caused failure (damage on the stent most likely related to the introducer sheath).